Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified, which occurred during the therapy initiated on (B)(6) 2013 at 03:48:24. During night drain cycle six, the patient's ultrafiltration reading was 1316ml, indicating the home patient (hp) drained 1106ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be the user had set the tidal total ultrafiltration removal too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.